Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there was a dissection noted on the coronary sinus (cs) with echocardiogram imaging due to the introducer tool. There was no pericardial effusion or other adverse consequence as a result of event. The procedure was postponed to a later date and the patient was in stable condition and will continue to be monitored.